Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: visual inspection of returned product confirms reported event. Liner appears to be fractured in two areas and shows evidence of what appears to be metal transfer. Dimensional check could not be performed as part was damaged on return. The DHR review confirmed that all released products are conforming to specifications valid at the time of production. Review of raw material certificate confirm conformance to zb specification. The device is used for treatment. The reported product was reviewed for compatibility with no issues noted. Complaint history review for item 110003623 did not identify any previous similar complaints. Medical records or radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to specification. The definitive root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
It was reported, that: ceramic liner for g7 cup broke during insertion. Surgical tech. Used, and insertion ring was used. Patient outcome: no further information.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: ceramic liner for g7 cup broke during insertion. Surgical tech. Used, and insertion ring was used. No to rest of ea log, see att. Per. Patient outcome: no further information.